Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units in our stock. There are no units in our stock. We have not received any sample for analysis, only pictures showing an open sample with the needle detached from the thread. However, without any closed sample we cannot carry out an analysis in order to take a decision. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Needle attachment results conducted on samples before releasing the product were 0.45 kgf in average and 0.26 kgf in minimum and fulfilled the european pharmacopoeia (ep) requirements (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). Conclusion root cause analysis: it has not been possible to determine the root cause because no samples have been received, only pictures. Final conclusion: in spite of receiving pictures showing a defective sample, without closed samples a suitable analysis cannot be performed, and the case is considered not confirmed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported a needle detachment before use. Additional information has not been received.